Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that one evening, the patient began experiencing sudden, shock sensations, describing them as feeling as though they were being electrically shocked. The patient reported that they turned the therapy device off, waited briefly, and then turned it back on; however, the sensations immediately returned. When asked if they had recently passed through any security screening devices or assumed any specific body position that might have triggered the sensations, the patient denied any such occurrences. They stated that they were simply sitting at home when the sensations began. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient reported urinary symptoms.